Event description:
It was reported that the patient had pain at right hip, pain at ins (stimulator) site, pain and numbness down right leg knee cap, knot at wire site and swelling at ins site occurred on (B)(6) 2015. No trauma/falls reported that could be related to this issue. Patient said that she can't stretch out her right leg at night otherwise it causes pain and numbness down the backside of knee cap. Patient said due to hip pain she can't walk for more than 10-15 minutes and when it was really bad, it causes her to throw up. Patient said ins site was still so sore, she can't put any pressure on it, affects her lower back and it had affected how she sleeps and sits, and bathes. Patient said that the knot in her back was more prominent in the mornings. She saw her hcp(healthcare provider) about two weeks ago and was told to give the pain another two weeks and also prescribed a muscle relaxer (flexareel) to use. Regarding knot in her back, at her follow-up appointment, hcp removed a stitch. The day of call the hcp told her that the ins could have moved, however at this time, no imaging has been performed. Patient did not notify hcp of swelling at ins site however said that swelling has gone down. Patient was concerned that her body could be rejecting device. Hcp told patient that she might need to choose between experiencing pain verses having symptom control. The change in therapy/symptoms were consider sudden. Patient said that she spoke to manufacturer representative about 1 to 1.5 weeks after implant, and said that he mentioned that something could be irritating a nerve however when patient spoke to hcp about it, the hcp said that it couldn't as he created a pocket within fatty tissue for the ins. The patient reported a shocking/jolt sensation on (B)(6) 2015 and uncomfortable stimulation. It was confirmed that with the patient programmer that therapy was on. The patient reported a loss of therapy. Patient had experienced a loss or change of therapy. She woke up in a puddle of urine. The patient feels stimulation. She was feeling stimulation consistently before however now feels stimulation intermittently. She would feel for about 10 minutes and then it will stop. No trauma/falls reported that could be related to this issue. Patient said she did adjust the stimulation. The change in therapy/symptoms were consider sudden. The urgency and urge incontinence was on (B)(6) 2015 and loss of bowel was (B)(6) 2015. Patient said that she has asthma and copd and after stage 2 implant she experienced a panic attack. She received 3 incisions instead of one for the lead site and a 4-5 inches incision for the ins pocket site. Additional information received reports the patient indicated that her neurostimulator was not functioning properly. She woke up with urine and feces all over herself which was indicating that the device was not working. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uem0, implanted:(B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).